Event description:
Patient was revised to address acetabular cup loosening, pain and osteolysis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation papers allege that the patient suffered pain and popping in her hip and highly elevated metal levels in her blood inhibiting the ability to walk, or other activities. After revision surgery, the patient uses a cane or walker to move around, cannot bend or stand for long, and cannot carry loads. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.